Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of hypotension and death, as listed in the graftmaster rx coronary stent graft system, instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the proximal left anterior descending coronary artery. The patients health was declining prior to the use of the 2.8x19mm rx graftmaster covered stent. The rx graftmaster stent was deployed at 16 atmospheres, but the perforation failed to seal as leakage was still noted. Echocardiogram was performed which noted a small pericardial effusion. The patient immediately started to crash and had a loss of blood pressure. The patient went into a cardiac arrest and cardiopulmonary resuscitation was performed. However, the patient died. An autopsy was not performed. Per the physician, the rx graftmaster did not exacerbate the existing perforation or cause or contribute to the patients death in any way. No additional information was provided.